Event description:
Portinfection as part of an inpatient stay due to bubileus in stenosis of the transverse colon. Outcome of the event: resolved, no sequelea. Resolution date: (B)(6) 2024.

Manufacturer narrative:
Note: product reference 4430018 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: as the batch number is unknown, no batch record review can be performed. Summary of investigation: no sample/picture of the met defect, no bacteria identification were forwarded for investigation. -analysis of received information: the event occurred after more than 2 months of implantation. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. - packaging information: the products are packaged in a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. All products are sterilized with a validated process and the compliance of microbiological tests are required on each sterilization load/batch for release. Root cause: the received elements do not allow to precisely identify the origin of the infection. The fact that the infection was detected more than 2 months after the implantation allows us to think that the device itself is not at the origin of the infection. The protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port are unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion: the received elements do not allow us to conclude on the exact cause of the infection. However, this event is not imputable to the device itself. The global complaint rate for infection on celsite access ports is very low (0,001%). No actions plan is foreseen at this time.